Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument's housing was removed and the conductor wire was found to be dislodged at the proximal end. The instrument failed the electrical continuity test. The connection between the pin and the bipolar printed circuit assembly was no longer secured together, resulting in failed energy delivery. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was unable to deliver bipolar energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal damage and no arcing was observed. The customer confirmed there was no injury or adverse event.